Event description:
Distributor received information that this lead and a model 4320 were removed from service because of a "visable fracture noted on the rate sensing lead". The distributor does not know which lead was fractured. The physician elected to implant a transvenous lead. The model 4320 leads were capped and remain implanted. Implant date = 1/23/92. Explant date = 2/24/94. Total implant time = 25 months.